Event description:
It was reported that at the patient check, they were not seeing any diagnostics. It was then reported that the patient does not have an atrial lead and that implant detect is still in progress. How to turn off implant detect was explained to the caller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.